Event description:
It was reported that patient experienced inconsistent therapy; unknown if device related. The pump was replaced. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8578,serial #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012; catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.